Manufacturer narrative:
As of today the device has not yet been received for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that upon an attempt to interrogate this device, error codes were displayed. The device was unable to be interrogated any further. The patient was seen for a revision procedure where the device was explanted for premature battery depletion. No additional adverse patient effects were reported. The device was to be returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
The device was returned for analysis.